Event description:
It was reported by the rep the device was used in an unknown procedure. It was reported the device failed to cut during the procedure. Another device was opened to complete the case. A zr45b reload was in the device when fired, lot #k0181n. There was no consequence to the pt.